Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735428 , serial/lot #: 220119a, ubd:- , UDI#:. A hardware analysis was initiated to determine the probable cause of the reported behavior. Analysis found that the issue was consistent with a previously known and tracked hardware anomaly. Codes b01,c07,d02 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the shunt stylet was bad. It would not track, the site took the emitter out from under the drape and the instrument still wouldnt track. There was no impact on patient outcome and the issue caused no delay.